Manufacturer narrative:
The device will not be returned to manufacturer. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: monitor screen intermittently going black and light turning off during intubation. The anesthesia team was able to complete their intubation via direct laryngoscopy after the loss of visualization. No negative impact in state of health reported.